Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this legacy guidant device was used as temporary pacing support, despite being used in a previous patient and re-sterilized. The patient then became ill and passed due to multi-system organ failure.